Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: a 0.025" visiglide wire was placed in the pancreatic duct. The stent was preloaded over the wire, and a 5 fr stent with a 5 fr pusher was used for deployment. The stent would not deploy as expected. Upon removal, a kink was noted in the stent. A second attempt was made with a new stent and the same issue occurred. The first stent was discarded. The second stent was retained for return.¿ ended up not placing a stent. Patient outcome: no unintended section of this device remained inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence. Photos/xrays/scans provided. Patient/event info - notes: the following information has been received via phone call on 02jun2026. Does the complaint relate to: device placement. If not, with the device in question, how was the procedure finished? What was the target location for the stent? Pancreatic duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. They are stored in a cabinet with no windows, appropriate temp, hanging from hooks to not be bent. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Visaglide 0.025" 400cm. Was the wire guide lubricated prior to use? Yes. Was the wire guide inspected for damage prior to use? Unknown. Was the device at the center of the complaint inspected for damage prior to use? Yes. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? Yes, sphincterotomy as well as a balloon sweep of the biliary dict. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. Were any other defects observed on the device prior to return (other than the reported complaint issue? No. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus 3.8 channel size. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Unknown. Please indicate the location in the body where the stent device was to be placed pancreatic duct. Was resistance encountered when advancing the wire guide to the target location? Unknown. Was resistance encountered when advancing the introduction system in place to the target location? (How did the physician deal with this resistance?) Unknown. How did the physician determine the length of the stent to be used for the procedure? Unknown. Where was the stricture located in the duct? Biliary tree. Was the stricture dilated prior to placing the device? (If so, please indicate what device(s) were used.) N/a. Was resistance encountered when advancing the stent through the obstructed area? N/a, after placement, was stent position verified? N/a. Please estimate the amount of time the stent was in place prior to this occurrence. N/a. Did any section of the device detach inside the endoscope or patient? No. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g., guiding catheter shortened, stent cut etc.) Unknown. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Visaglide 0.025" 400cm, cook 5fr pushing catheter.